Event description:
It was reported that difficulty was encountered during the subclavian vein av graft implant procedure. During deployment the proximal end of the stent was observed to migrate forward causing the stent to shorten by 2 cm. The stent was left in place. No adverse pt effects were reported. The pt's condition was lised as "ok."